Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse was informed that the system had been cleaned and the mono pump and integrated multisensory technology (imt) sensor had been changed during troubleshooting by the customer. The samples had been rerun on the same instrument after troubleshooting and resulted as expected. The customer then ran the samples on an alternate dimension rxl max instrument and the results did not match within 1-2 mmol/l. For results to match within 1-2 mmol/l, all reagent lots used must be the same on both instruments. The reagent lot information was not provided by the customer. The cse evaluated the dimension rxl max w/ hm the discordant results were obtained on and did not find an instrument malfunction. The cse performed further troubleshooting and replaced all tubing and changed the rotary value. Diluent check and quality controls were then run and all were within specification. During troubleshooting, it was discovered that the customer uses stat spins to centrifuge samples, which is not recommended by the tube manufacturer. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The cause of the discordant, falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on two patient samples on a dimension rxl max w/ hm instrument. The discordant results were not reported to the physician(s). The customer reran the samples on the same instrument after troubleshooting, and results were lower than the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.